Event description:
It was reported to covidien that when the easycap ii package was opened, the calcium oxide packet was opened and came in contact with the patient's back. The red mark on the skin of the patient was described as a burn. The patient's skin was cleansed and bandaged. No long term adverse effects to the patient. There was no failure with the easycap ii.

Manufacturer narrative:
(B)(4).